Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading was 201mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an error alarm during rewind as a result of a loose drive support disk. Unable to confirm the alarm.